Event description:
Reportedly, the cardiologist observed a progressive decrease in the impedance of the atrial vega lead.

Manufacturer narrative:
Analysis synthesis: the manufacturing process of the lead was re-investigated, and all production steps and tests were performed according to all applicable procedures. Since several months, the atrial lead showed a continued decrease in impedance below 200 ohms, which may suggest a progressive lead integrity issue. As the subject lead remained implanted, the exact root cause of the reported event could not be established. As the affected lead is the atrial lead and the abnormality is currently limited to a decrease in impedance, with no impact on sensing or device functionality, the clinical impact on the patient appears to be minimal at this stage. Continuous monitoring is recommended to assess for any evolution of the lead behavior or impact on sensing and pacing performance. The final decision is solely left to the physician¿s discretion and should be based on a thorough risk-benefit assessment, considering lead extraction or capping and leaving it in situ. This case is recorded for trending purposes.